Event description:
The customer reportedly obtained a "lo" (less than 10 mg/dl) and a 109 mg/dl on the accu-chek active s system within a ten minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.